Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the device would not go back to the original orientation after it was rotated. Completed with another same device. Pt is "fine".

Manufacturer narrative:
A device history record review of lot number was performed and revealed no related issues to the reported complaint. Product analysis could not be performed, due to the device not being returned; it was disposed of by the customer. Based on the evaluation of other devices with the same issue (cannulating orientation), the most probable root cause could be due to user handling, device design or mfg/packaging, without product analysis the cause is undeterminable.